Event description:
It was reported that an occlusion alarm previously occurred. Reportedly, the alarm cleared without intervention and the customer successfully resumed insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.